Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported a ventilator with a display issue - it was further described as having a "brighter halo" around it. There was no patient involvement.

Manufacturer narrative:
G4: 04aug2020. B4: 04aug2020. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer confirmed that the replacement of the user interface assembly resolved this reported event. The device was reported as operational. The customer also returned the replaced user interface assembly. The user interface assembly (ui assembly) was returned to the manufacturer's failure investigation laboratory for evaluation. Visual inspection of the ui assembly revealed no signs of physical damage and contamination. The ui assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation ui assembly was very dim, even at the highest setting. The "halo" effect described by the customer could not be reproduced. The dim display was isolated to discolored wiring connecting the backlight inverter to the display. This discoloration was caused by high temperature submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.